Manufacturer narrative:
Unknown which screw malfunctioned. Model number: 7741115 or 7739115, lot number: m45828 or dp0721, unique identifier (UDI) number: (B)(4). PMA/510(k) number: k073275 or k083341. Device manufacturer date: jul 12, 2021 or oct 6, 2021. The reported event was confirmed by review of the radiographic images provided. No product was returned to nuvasive for evaluation as the device remains in-situ. Operative notes were not provided for review of usage/technique to determine if the screws were adequately seated during the initial procedure. A definitive root cause was unable to be determined with the information provided. However, based on review of the radiographic images and previous investigations for similar issues, potential causes that could have caused or contributed to the event include: off centered and or extreme angulation during screw placement, which can allow the washer of the screw washer assembly to contact the edge of the plate and damage and/or remove the washer, reducing the diameter and thus allowing the screw to pass through the canted coil lock and plate assembly. Off centered and or extreme angulation during screw placement can damage or remove the canted coil lock disallowing lock confirmation, which can lead to over advancement of the screw assembly into the bone, damaging the plate and allowing eventual screw pull through. Patient related factors such as excessive postoperative physical activity or a fall as well as continued pathology of adjacent segments. There are warnings in the device labeling that this type of event can occur: " warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient...all components should be final tightened per the specifications in the surgical technique. Implants should not be tightened past the locking point, as damage to the implant may occur." "Patient education: the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial three (3) level anterior cervical fixation procedure. Subsequently, post-operative imaging obtained approximately six (6) weeks later identified the right screw at c7 had passed though the plate, posterior to the locking feature. The patient was reported to be asymptomatic except for a perceived "click" at the implant location during certain movements. No revision procedure has been scheduled at this time. No further patient impact was reported.